Event description:
Reportedly on (B)(6) 2011 f/u, the physician observed that the aida memories were empty. The physician asked for an explanation.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.